Manufacturer narrative:
Evaluation of the returned pod pc revealed that the device was returned with the embolization coil detached from the pusher assembly; therefore, the reported difficulty advancing could not be confirmed. Evaluation revealed that the pet lock was separated, and the pull wire was retracted on the proximal end of the pusher assembly, the pusher assembly had bends along its length, and the embolization coil was detached from the pusher assembly and had offset coil winds. The separated pet lock, pusher assembly bends, and detached embolization coil were likely incidental to the reported complaint and may have occurred post procedure. The offset coil winds on the embolization coil were likely a result of forceful advancement against resistance during the procedure. The root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), pod coils, and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, one pod coil and one pod pc were successfully implanted into the target vessel. While advancing the next pod pc through the middle of the microcatheter, resistance was encountered. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.